Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The installed programs all start and run normally. No computer crashes or blue screens were observed. No errors messaged were received. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced as a preventative measure. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that a complete crash of the computer occurred the blue screen with the medtronic logo appeared on the computer. After restarting the computer it froze without possibility of software use. After the second reboot, there were new scan discrepancy between scanned spine and displayed real image problems between screws, clamp and spineframe. There was less than an hour delay in the procedure. No impact on patient outcome.